Manufacturer narrative:
(B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(4) that during service and evaluation, it was determined that the small battery drive device motor seized, jammed, moved heavy and the device had no response when pressed. It was further determined that the device failed pretest for check the triggers and ecu function, check switching function, check the oscillation angle and check the off/osc/on switch mode function. It was noted in the service order that the device was not working. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. It was reported that the event occurred on (B)(6) 2017, but the exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Correction: further investigation determined that even though the root cause was previously identified as normal wear in the initial report, it was not appropriate as the device was returned for service within the recommended service interval timeframe of one year. Therefore, the assignable root cause has been updated to premature wear. If additional information should become available, a supplemental medwatch report will be sent accordingly.